Event description:
A nurse stated that when she removed an administration set and set if from a table, she noticed a small puddle on the table. She connected the administration set with two different pumps and noticed the same leaking results. She also stated that the administration set was assembled correctly, no reversed, kinks, or punctures cuts, and it looked fine.

Manufacturer narrative:
One (1) used set with "attached spike end" and two associated pumps were returned to (B)(4) for evaluation. The set was returned in a ziploc bag with no lot number. The set was tested for leakage and none were seen. Complaint could not be confirmed.